Manufacturer narrative:
This is the first complaint for this product family with similar failure mode. The returned product was visually inspected and it was confirmed that the peep valve broke apart. We performed an investigation of inventory and the product performed as intended.

Event description:
The manifold came apart during use on a pt so there was no flow.